Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed, leaving the needle exposed. The following information was provided by the initial reporter: "on removal, safety tip was not at the tip of the needle and the sharp was exposed, posing a risk to staff/ patient re sharp injury. No harm was caused during this incident. Cannula seemed to work normally and was removed at the end of the theatre case."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the(B)(4) photos submitted for evaluation. The reported issues of catheter difficult to remove from vein and needle shielding failure were not confirmed upon inspection of the photos. A returned sample would be needed to confirm the occurrence of these defects. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2055880.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed, leaving the needle exposed. The following information was provided by the initial reporter: "on removal, safety tip was not at the tip of the needle and the sharp was exposed, posing a risk to staff/ patient re sharp injury. No harm was caused during this incident. Cannula seemed to work normally and was removed at the end of the theatre case."

Manufacturer narrative:
After further review, the following field was updated due to corrections: h.6. Imdrf annex a grid: (B)(6).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed, leaving the needle exposed. The following information was provided by the initial reporter: "on removal, safety tip was not at the tip of the needle and the sharp was exposed, posing a risk to staff/ patient re sharp injury. No harm was caused during this incident. Cannula seemed to work normally and was removed at the end of the theatre case."